Event description:
It was reported that the patient presented for follow up in clinic. It was noted that backup vvi mode was observed on the pacemaker. The backup vvi occurred after the patient passed through a strong magnetic field in a train depot. A device download was completed successfully. The patient experienced no adverse effects before and after the event and was stable.